Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question. Review of batch (B)(4) using capture-r ready screen 3 lot r705, sample ID (B)(6), cell 1, 3 = negative, visually negative, cell 2 = negative, visually positive, control well reacted as expected. As service call was made. No issues were found with the instrument. Ran screen assay on a second draw from the same patient; resulted as 1+ instrument is working within specifications. Customer was advised that (B)(4) states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when testing a patient sample on a galileo echo instrument. The sample was from a patient with a known anti-e and the patient sample resulted negative on the echo.